Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
While charging batteries on this wheelchair, the joystick got damaged. Capacitor c45 on main circuit board burnt.